Event description:
It was reported that the programmer display screen was cracked. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event. The programmer subsequently tested out of specification during manufacturer's analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer complaint of the display screen being cracked and therefore the overlay/bezel assembly was replaced and calibrated. The link electronic module was also calibrated and the software reloaded. During analysis the programmer failed a console power supply temperature sensor test and therefore the power supply was replaced. Concomitant products: product ID 2067l radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).